Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: unable to duplicate the complaint. No defect was found. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate the complaint. Meter was not returned with the pump. The history shows the pump was manually suspended on (B)(6) 2014 17:15. A manual date/time change was then made from (B)(6) 2014 18:28 to (B)(6) 2015 18:31. Deliveries were manually resumed at (B)(6) 2015 19:02. Pump was manually suspended on (B)(6) 2014 04:45 and manually resumed at 10:42. Manually suspended on (B)(6) 2014 20:45 and manually resumed at (B)(6) 2014 14:21. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u.. Tdd¿s add up correctly and reflect the users programmed basal rates.

Event description:
The reporter contacted animas on 07/18/2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of hi on the meter with symptoms of lethargy and moderate ketones. The patient received phone advice from their healthcare professional to treat with insulin via injection. Customer support (cs) completed troubleshooting and the basal delivery totals do not match active basal program total (there was no known cause for the variation). This report is being made due to the bg excursion the patient experienced due to a history settings issue.